Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a patient death but unsure if it was related to the monitor or the staff not responding to alarms. After fse reviewed the error log for death incident on (B)(6) 2022, customer requested for the mx40 device to be evaluated. This case is linked to MFR report number 1218950-2022-01008.

Event description:
Philips received a complaint on the mx40 of inop alarms. The patient died during the event. Visual inspection was unable to be done as the customer did not send the device in for bench repair. The reported problem was not confirmed as the fse onsite found no issue with the device and informed the customer of that fact. Based on the information available and results of additional analysis, no further action is necessary at this time. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer has not decided to send the device in for bench repair yet. If additional information is received the complaint file will be reopened. This case is linked to MFR report number 1218950-2022-01008.